Manufacturer narrative:
A retrospective review of this case based on FDA inspection may 22, 2025 has been conducted with the conclusion to file an MDR report for this event. During a dbs operation the z-scale shifted 2-3 mm. Screws had to be changed to another length to be able to fasten the z-scale and to continue the operation. This was noticed before leads were inserted. The slides were replaced and returned to elekta for investigation. Switching screw positions, small locking margins and wear of the parts in combination caused this problem. Investigation concludes the described scenario does not raise any new or unknown risks. Wear of the z-locking is a known problem. Spare parts are now available for replacement if they are found to be worn. The standard locking screw has large length tolerances and a rough end that wears the slide locking counterpart, this has been issued with a custom made screw which has a defined length and polished tip that does not cause wear.

Event description:
The customer reported that during a dbs operation the z-scale shifted 2-3 mm. Screws had to be changed to another length to be able to fasten the z-scale and to continue the operation. This was noticed before leads were inserted.